Manufacturer narrative:
The insulin pump was received with frozen display due to corroded lcd board. Unable to test for battery out limit alarm or button/keypad unresponsiveness due to frozen display.

Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The customer stated that she jumped into swimming pool. The blood glucose reading is 93 mg/dl. Customer stated that there is fluid under the lcd display. The time had stopped. Advised the customer to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.